Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection of the cycler identified that the front panel display touch screen improperly had an opening (or gap) with the front panel bezel. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane and there were no visual indications of particulates within the cassette area. During a simulated treatment setup, a ¿heater bag not detected¿ alarm was encountered. The internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. Additionally, fluid was found in the hp1 and hp2 filters of the pump assembly. Fluid in the hp1 filter is related to the reported ¿m31 air detected in cassette¿ warning. After replacing the hp1 and hp2 filters, a simulated treatment post-accelerated stress test (ast) was performed on the cycler and completed without failures. There were no fluid leaks in the test cassette during the treatment test. The cycler underwent and passed a valve actuation test, a system air leak test, and a mushroom head check. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient noticed fluid leaking through the cycler door while they were performing treatment. After the fluid leak was observed, an air detected in cassette alarm occurred. The patient discontinued the treatment. When the patient opened the cycler door to remove the cassette, additional fluid leaked out. Fluid was present within the cassette compartment, but it was unclear where the leak was coming from exactly. Upon follow-up, the pd patient reported that there was no obvious, visible damage on the cassette. The patient stated the cassette looked intact. The patient re-setup with new supplies and completed their treatment on the cycler. The patient was advised to discontinue using the cycler and a replacement cycler was issued to the patient. However, there were no further issues with the cycler after the cassette was replaced. This led the patient to believe that the cassette was faulty. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without any further issues. The old cycler was available to be picked up and returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support (ts) to report a fluid leak that occurred during their treatment. The patient noticed fluid leaking through the cycler door while they were performing treatment. After the fluid leak was observed, an air detected in cassette alarm occurred. The patient discontinued the treatment. When the patient opened the cycler door to remove the cassette, additional fluid leaked out. Fluid was present within the cassette compartment, but it was unclear where the leak was coming from exactly. Upon follow-up, the pd patient reported that there was no obvious, visible damage on the cassette. The patient stated the cassette looked intact. The patient re-setup with new supplies and completed their treatment on the cycler. The patient was advised to discontinue using the cycler and a replacement cycler was issued to the patient. However, there were no further issues with the cycler after the cassette was replaced. This led the patient to believe that the cassette was faulty. It was confirmed the patient was trained to perform manual pd therapy, as well as stat drains. The patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported event. The patient¿s pd nurse was notified of the event. It was confirmed the replacement cycler was received, and the patient was said to be continuing their pd therapy on the replacement without any further issues. The old cycler was available to be picked up and returned to the manufacturer for physical evaluation.